Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a cleo® 90 infusion set did not stick properly and came off before the third day of use. Blood glucose was adversely affected and ketones were reported to be moderate to large. Multiple daily injections (mdi) were used to address the high blood glucose. The patient was able to bring down ketones by themselves. No permanent injury was reported. See MFR: 2183502-2016-01902.